Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed lesion in the right coronary artery (rca). Right radial access was gained using a 6 french (f) introducer sheath, and a 2.5x15mm xience alpine drug eluting stent (des) was advanced to the target lesion. The balloon was attempted to be inflated to 12 atmospheres (atm) but would not inflate. The bdc was removed and a 2.5x18mm xience alpine des was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported activation failure including expansion failures could not be tested due to the condition of the returned device. Additionally, it was noted that the inner/outer member was bunched, the outer member was torn and the distal tip was stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures; however, factors that may contribute to activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There was no report of any damage noted to the stent delivery system (sds) during inspection or preparation of the device, which suggests that a product quality issue did not contribute to the reported complaint. In this case, it is possible that interaction between the device and the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement caused the noted bunched inner/outer member, causing the noted torn outer member, ultimately causing the reported activation failure including expansion failures (inflation issue); however, this cannot be confirmed. Further manipulation of the device during retraction likely contributed to the noted stretched distal tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.